Event description:
It was reported that the left ventricular lead had exhibited a loss of capture and an x-ray revealed that the lead had dislodged. On (B)(6) 2017 the patient presented for a scheduled lead replacement procedure. The lead was successfully explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.